Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient tried to recharge on saturday and the recharger took a long time, finally connected, said the ins was 60% and then went back to searching. Eventually patient got an error code 1707. Patient got this code like 8 times. The last 2-3 times they were charging they felt little "zingers" shocks back where the device is. Not sure if it is on the surface of the skin or internal, it just occasional little shocks. Patient has also encountered open loop charging a couple times and have never seen that before. Patient mentioned this is their 2nd interstim, the first one was implanted under the muscle but this one can move around or something. The doctor implanted the interstim micro in the same area as the previous ins, however patient was not sure if it was the same pocket used. The interstim micro has moved around ever since it was implanted. Patient was not sure if they were feeling the ins or the lead but after further discussion confirmed patient is describing the in s shape and size. Patient mentioned they are 5 foot 4 and weigh about (B)(6) pounds. It was recommended patient use the charger over a thin layer of material in order to reduce discomfort. Recommended patient lean forward while charging as this may improve ins position under the skin. Patient did so and this appeared to resolve recharging difficulties. The patient encountered normal charging screen showing the ins is 60% and excellent coupling. Patient was able to maintain charging throughout the duration of the call. Reviewed meaning of open loop charging and asked patient if they have any other metal in their body and patient confirmed they have two titanium hips and the charger is near the hip due to location of ins. The troubleshooting steps that were taken on the call resolved the issue. Recommended patient discuss concerns regarding ins moving with managing physician, however patient indicated they are moving out of state on wednesday and have no time to see managing physician. Patient plans to follow up with a new urology clinic in after moving.